Event description:
It was reported that when the technologist was turning the collimator of a revolution xr/d x-ray system to align the light field and anatomy, the collimator detached from its suspension into the technologist hands. No injury was reported from this incident.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.